Event description:
It was reported that during follow-up, an alert for high, out of range pacing lead impedance was observed. A decrease in high voltage lead impedance and inappropriate therapy were also noted. Noise was observed on the real-time egm. High voltage therapy was disabled and the patient was hospitalized. The lead was capped and replaced. The patients condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).